Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event was confirmed through disassembly and visual inspection. The device failed for heat due to a breakdown of lubrication and debris. Lubrication may affect the components of the device limiting the rotational and design properties causing the symptoms for heat. The device was scrapped at the manufacturer.